Manufacturer narrative:
Device code was no longer applicable to the event.

Event description:
Additional information received from the patient reported they were not sure what was causing the issues. They thought the battery might be dead, but it wasn't. The patient was still getting sharp pains, muscle spasms, and pulling. It was stated that many had been there since implant. Per the healthcare professional, the patient experienced progressively increased nausea, vomiting, and early satiety. The electric "shocks" and muscle cramps near the implantable neurostimulator site occurred spontaneously. At an appointment in (B)(6) 2016, the patient was positive for chills and unexpected weight change and also experienced heartburn and dysphagia. Dizziness, headaches, and pain to their mid-line incision were also noted. The patient was to have a follow up in three months.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient could feel the implantable neurostimulator (ins), whereas with their first one they never noticed it. The ins pulled a little and they knew it was there since implant on (B)(6) 2011. When the patient had imaging, the leads were all over the place. The device had been giving the patient sharp pains and muscles spasms for 6 months since 2015. The patient had shocking at the ins site. The patient had a gradual loss of therapy in (B)(6) 2016 and thought their ins battery was dead. The patient had nausea and feeling full after 2 bites.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.